Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the o-ring was loose and broken, which prevented the head/poly from seating within the shell. Attempts have been made and no further information has been provided.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. Visual examination of the returned product identified shell with lock ring and insert were returned for evaluation. Lock ring was returned seated in the shell groove with the correct chamfer orientation. Lock ring was tight and would not freely move within the groove due to deformation damage. Shell outer spherical surface is scratched. Lock ring was removed during evaluation and found the lock ring to be bent, deformed, and gouged on the underside. Insert has scratches. No other damage was noted. Measurements within specification. A definitive root cause cannot be determined. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.